Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported the patient's blood glucose level rose to 318 mg/dl while wearing the pod for 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. The patient had a seizure but did not seek medical attention. As treatment the patient performed a bolus and refrained from carbohydrates.

Manufacturer narrative:
The returned device was evaluated and no damages were observed to the soft cannula. Fluid was observed passing through the fluid path and exiting the distal tip of the soft cannula successfully. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported event.